Manufacturer narrative:
H10 (B)(6).

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that when the nurse turned on the device for testing, a 111b "35 v supply failed" error occurred. There was no patient involvement at the time the issue was discovered as the issue occurred during testing. There was no report of patient or user harm.

Manufacturer narrative:
The authorized service provider engineer reported that the issue was confirmed, and that the hospital equipment department replaced the motor controller pcba. The device passed the required performance verification tests per philips standard and was returned to service.